Event description:
It was reported that during the post operation check, this right atrial (ra) lead was exhibiting undersensing and loss of capture. Boston scientific technical services (ts) recommended an x-ray examination for possible lead dislodgement. During x-ray examination a dislodgement was confirmed. The physician decided to revise the lead. This lead remains in service. No additional adverse patient effects were reported.